Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The surgery center is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a capsule tear occurred resulting in a vitrectomy procedure. A description from the surgery center indicated the procedure was in peristaltic mode and started with a bad mallugn ring; when taking the ring out it left iris tissue and the surgeon had to perform an old school rexis during the irrigation and aspiration mode. At first, the healon was not coming into the tip, but then went quickly. The rexis ran around and the capsular tear occurred requiring a vitrectomy. The surgeon indicated during the vitrectomy segment, it was not handling the removal well. Although, it was cutting, the aspiration wasn¿t pulling very well and very sluggish. Because of the poor irrigation and aspiration in vitrectomy mode, there was no capsular support left, therefore, the intraocular lens was cut and left the patient aphakic. The surgery center is contributing the event to the signature pro phacoemulsification equipment and the model opo73 tubing pack model. No service was requested, and the surgery center has switched to opo71 tubing pack models and no problems now as all surgeons are using model opo71 tubing pack now with no problem. This report is for the tubing pack model opo73. A separate report will be submitted for the phacofragmentation unit.